Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient claimed that the pump would not power on. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that the alleged issue began after he had gone swimming. The patient also found moisture in the pump's battery compartment. The alleged issue was not resolved with troubleshooting. The patient refused to return the pump to anm for evaluation. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed moisture in the display lens and the display screen was blank. No moisture was observed in the battery compartment. The pump was found to emit audible sound. A leak test revealed that the keypad was leaking. The pump cover was removed to and moisture was found inside the pump and investigation was unable to be completed. The incorrect brand name was selected. A correction was made to select animas infusion pump for the correct brand name.